Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed, that the patient's right ventricular (rv) lead and pacemaker were oversensing noise. Which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The pacemaker was explanted and replaced. The patient was in stable condition.